Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were broken, the ring cover was broken, the lead flex cover was broken, the battery contacts were compressed, two side bails were bent/missing, the ring was missing, and the battery drawer was broken and contaminated.

Event description:
It was reported that the epg (external pulse generator) fired on the t-wave, instead of the q or r-wave, while in use on a patient. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).